Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt is not using device as much as they have been trying to get coverage in the right spot. Pt states she is going to see more people to make a difference. Pt states they did an x-ray maybe thinking lead moved however showed nothing wrong. Pt states she wasn't told about not seeing a chiropractor but has been to one. Agent tried to clarify date and this was not confirmed. Pt states it has been since 2020 or around there. Pt states the manufacturer representatives (reps) have known about this and after surgery the stim was in the right spot. Pt states she would rather have this out if not going to help with the coverage. Pt states had to move a lead or a bead or something once because that stopped working, agent tried to clarify more information and pt did not know. Pt states they just repositioned it and didn't know much more. Pt states been going on since 2020. Pt states last met with the mdt rep earlier this year, maybe (B)(6) 2023. Patient also mentioned unrelated health history and would like pain coverage for those issues.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 977a260, serial# v(B)(6), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jul-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 04-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.